Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v755285, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient had a shocking or jolting sensation. A year after the patient was implanted they felt a shocking sensation when they walked through theft detector gates at a store. Since then the patient¿s stimulator had not been working and the patient had a loss of therapeutic effect. The patient had been at their health care provider¿s (hcp¿s) office since then and changing settings did not resolve the issue. The hcp suggested replacing the system. The patient was also concerned that they were told that the device would last longer and they did not want to replace it every year. The patient still felt stimulation and their settings were very low. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.